Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted under the svc shock coil at 0.8-0.9cm, 2.4-2.5cm, 2.6-2.7cm, 3.4-3.5cm, and 7.7-8.0cm from the distal end of the svc shock coil. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.